Event description:
Physician reported pain and "fibroadenoma at the 10 o'clock position" (not device related). Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases observed on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported that right side there is " no rupture" upon explant surgery the right side devices were intact . The device has been explanted and replaced with a non-allergen device.

Event description:
Healthcare professional reported right side rupture and pain. Device remains implanted.

Manufacturer narrative:
Reporter. Zip code continued: (B)(6). Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.